Event description:
It was reported that foley catheter was spontaneously dislodged during detention in the ccu and sterile distilled water drained from the balloon. There appears to have been a hole in the middle. As per information mentioned in the internal bd comments on 15nov2023, stated that the balloon damage could not be confirmed. No abnormalities were found in other areas.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Photo: received two (2) photo samples. Both photo samples showcase an overview of a 3-way temp sensing catheter.. Visual: received one (1) used 3-way temp sensing catheter without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record was not necessary due to the reported event being unconfirmed. The reported event is unconfirmed a risk and labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was spontaneously dislodged during detention in the ccu and sterile distilled water drained from the balloon. There appears to have been a hole in the middle. As per information mentioned in the internal bd comments on (B)(6) 2023, stated that the balloon damage could not be confirmed. No abnormalities were found in other areas.